Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 300 mg/dl with symptoms of extreme drowsiness associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) it was also noted that the patient did not have access to the previous pump and retrieved the pump settings from the computer in which he was unsure were current and also stated that the basal settings were incorrectly programed. It was also noted that the basal history did not match the active basal program settings. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.